Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed well and dislodge due to target vein was thin and curved. The lv lead was removed, and replaced with another the lead. No patient complications have been reported as a result of this event.